Manufacturer narrative:
(B)(4). Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's remote monitoring system displayed a red blinking and/or solid light indicating the detection of the potential presence of a red alert. No adverse patient effects were reported.